Manufacturer narrative:
Qn#(B)(4). The customer returned a connector assembly for evaluation. Visual examination revealed the blue (venous) luer hub contained two large cracks. The damage appeared consistent with repeated tightening of the luer. The connector assembly was functionally tested by flushing both lumens using a water-filled lab inventory syringe. When the venous line was flushed, water leaked from the cracked luer. No leaks were detected with the arterial line. A manual tug test confirmed both luer hubs were secure to their extension lines. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The customer report of a cracked luer was confirmed by complaint investigation of the returned sample. The venous (blue) luer contained two large cracks, consistent with over-tightening of the luer. A device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Complaint description: the venous luer hub was found broken during usage of hemodialysis.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Complaint description: the venous luer hub was found broken during usage of hemodialysis.